Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a surgeon. This case was cross referred with cases (B)(4) (cluster). This case concerns a pt (demographics were not provided) who developed gonarthritis after receiving treatment with synvisc injection. No relevant medical history, past drugs, other concomitant medications and concurrent conditions were reported. On an unk date, the pt initiated treatment with intra-articular synvisc injection, at a dose of 2 ml (route, frequency, batch/lot number and expiration date were not provided) into an unspecified knee for gonarthrosis. On an unk date, after an unspecified latency period, the pt developed gonarthritis with pain and abasia. Action taken: unk. No corrective treatment was reported. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Gonarthritis (gonarthritis). Reporting physician's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting physician's causality assessment: related.

Manufacturer narrative:
Reporting comment: there were 3 cases with similar events attributed to synvisc within 6 months from the start of the use of synvisc at the facility. Pain and abasia developed right after synvisc injection and it required hospitalization. It was suggested that synvisc should not be used for the therapy for a certain time. Pharmacovigilance comment: sanofi company c-comment dated (B)(4) 2014: this case concerns a pt who experienced gonarthritis whilst receiving synvisc for gonarthritis. Although the role of device cannot be ruled out based on the device event temporal relationship; however, lack of detailed info about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the pt precludes of a comprehensive assessment in this case.